Event description:
Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. The device was surgically explanted and successfully replaced in 2003.